Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The procedure was concluded with a minor distal type I endoleak present. The cause of the endoleak is unknown. On the same day of the procedure, the patient presented with symptoms of a minor stroke. The cause of the stroke is unknown. The preoperative aneurysm diameter measured 70 mm. On (B)(6) 2011, the 6 month follow-up images showed the resolution of the type I endoleak. The aneurysm diameter measured 66 mm. Minor symptoms of the stroke were present. On (B)(6) 2012, the aneurysm measured 65 mm. Minor symptoms of the stroke were present. On (B)(6) 2013, the aneurysm measured 65 mm. Minor symptoms of the stroke were present. On (B)(6) 2014, the aneurysm measured 50 mm. Minor symptoms of the stroke were present. On an unknown date, the patient expired. The cause of the death was not reported. The patient¿s family notified the hospital of the death.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.